Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being conducted at mako surgical. A supplemental report will be filed if additional results are obtained.

Event description:
During the case for a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic sys (rio), the shell impaction platform broke. There was no known harm to the pt nor case delay. The outcome of the surgery was successful.